Event description:
The initial result of cea reported as <0.200 ng/ml, result was repeated and recovered 4.28 ng/ml. It was not provided if initial sample result was used for treatment. The field service representative ran performance check tests. Results from the performance test recovered within specification.